Event description:
It was reported that the pump date was inaccurate, the cause was unknown. The customer's blood glucose level ranged from 360-361 mg/dl. Customer corrected the date to resolved the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.